Event description:
It was reported that during a device changeout due to eri (elective replacement indicator), the threshold on the lv (left ventricular) lead was not as good as a chronically capped lv lead. The active lv lead was capped and replaced by the chronically capped lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.